Manufacturer narrative:
Concomitant medical products: product ID: addr01 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced fast heart rates. The right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The ra lead and implantable pulse generator (ipg) remain in use. No further patient complications have been reported as a result of this event.